Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The representative reported the device was removed due to infection. The patient symptoms were redness, swelling, heat and pain at the ipg site. The physician reported the patient does not have meningitis and perioperative antibiotics had been administered. The patient was given perioperative antibiotics with indeterminate (word illegible) and the infection worsened with the end of perioperative antibiotics. Patient symptoms were fever and swelling; cultures taken of the device pocket and lumbar region revealed mrsa. The patient received oral antibiotics and the infection was resolved.